Manufacturer narrative:
D10 - date returned to MFR - december 2, 2020 h10 - a single used 034-h2629 adapter was returned with a drip chamber spike of an unidentified infusion set inserted into the adapter tubing and the bond was confirmed separated at the male luer to shunt tubing bond of the 034-h2629 adapter. The probable cause of the bond separation is insufficient solvent coverage during manual assembly. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a chemoclave that on (B)(6) 2020, at 2:30 pm, a carboplatin-chemotherapy spill, occurred through the tube connection with the spinning spiros. The spillage was noted at the beginning of the infusion. Before the carboplatin, paclitaxel was administered, and subsequently washed with saline solution. The event occurred during patient use, however, no one was harmed as a result of this event.